Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to emergency department with hematemesis. Patient received heparin infusion during dialysis on (B)(6) 2019. Hematemesis began once patient returned home in the evening. There were no occurrences since midnight (B)(6) 2019. Patient was admitted for observation and discharged on next day with instructions for follow-up early (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient experienced major bleeding on (B)(6) 2019. The patient received IV heparin during dialysis on (B)(6) 2019, and hematemesis began once the patient returned home in the evening. The patient presented to the emergency department and was admitted for observation; however, there were no further occurrences since midnight of (B)(6) 2019. The patient was discharged the next day with instructions to follow up in early january, and the event reportedly resolved on (B)(6) 2019. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency department (ed) due to acute hematemesis with a hemoglobin (hgb) drop from 11.3 g/dl to 9.6 g/dl and then returned to 10.3 g/dl with no treatment. Patient felt stable to be discharged home.